Event description:
Patient presented to the physician with a nodule near the neck incision site and persistent neuralgia at the digastric tendon. Physician brought the patient into the or, relieved tension at the digastric muscle, repositioned and re-sutured the stimulation lead, and closed. This resolved the issue.